Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. -complaint allegation is confirmed. -visual inspection noted that the slider pin of the depth device, 2.7 / 3.5 / 4.0mm, low pro was broken off. -functional testing was not performed due to the damage to the device. The cause of the reported failure is attributed to a design issue, addressed in (B)(4).

Event description:
Additional information was provided by the rep on 08-dec-26 that this occurred during an ankle fracture case. The instrument was not used with power and all fragments were retrieved.

Event description:
On 12/03/2025, it was reported by a sales representative via (B)(4) that an ar-8943-15 depth device neck of the device broke upon attempt of use. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.